Manufacturer narrative:
There was no patient involvement as the issue was found during performance verification testing. This is a not a reportable event. The authorized service provider (asp) determined that the battery needed to be replaced. The asp replaced the battery, and the issue was resolved.

Manufacturer narrative:
Date of report: 19jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
A battery failure was reported. The patient or user involvement information is unknown but has been requested. There was no report of patient or user harm.